Manufacturer narrative:
H6: investigation summary: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. It is not clear from verbatim whether the medication vial had the correct septum when the vial access device was attempted to be used. Per product specification: - the product is to be used on preslitted interlink injection sites after taking medication out of single dose drug vials (not compatible with conventional injection sites). H3 other text : see h10.

Event description:
It was reported that the bd 3ml syringe with luer-lok tip with vial access cannula experienced a needle that broke. The following information was provided by the initial reporter: material no.: 303401 batch no.: 1069247. The issue with the blue capped cannula occured 5/9. The product was the 3ml bd luer lok tip with vial access cannula. As the employee was attempting to put the access cannula into the vial, she met resistance. She tried to push harder and the access cannula broke off. Her hand slipped and she lacerated a finger on the other hand. She had to cleanse and cover the cut. But no further medical interventions was needed. It still was healing when I saw the injury a few days later.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 3ml syringe with luer-lok tip with vial access cannula experienced a needle that broke. The following information was provided by the initial reporter: material no.: 303401. Batch no.: 1069247. The issue with the blue capped cannula occured 5/9. The product was the 3ml bd luer lok tip with vial access cannula. As the employee was attempting to put the access cannula into the vial, she met resistance. She tried to push harder and the access cannula broke off. Her hand slipped and she lacerated a finger on the other hand. She had to cleanse and cover the cut. But no further medical interventions was needed. It still was healing when I saw the injury a few days later.